Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0 degree endoscope instrument was analyzed and found to have aea damage or friction issue. Laser marking on housing was damaged. Discoloration of housing was observed. The complaint regarding endoscope rotation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure in the camera adapter. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ neobladder surgical procedure, the surgeon was not able to rotate the endoscope to modify the horizonal orientation. The endoscope was hard to rotate, and it was making a grinding noise. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical specialist/abex and obtained the following additional information: the endoscope was inspected prior to use with no apparent damage. The issue appeared during the surgery in at least 3 different moments, in all of them the instrument wasn't in contact with any tissue, and the surgeon activated the endoscope pedal. The image was not inverted, just the orientation moved to the right site. The endoscope moved freely with uncontrolled motion. Surgeon confirmed desired orientation when endoscope was installed, there was no indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached and there were no missing screw(s) or components. Prior to event, the endoscope was not manually rotated 180 degrees. No video available for review. Due to spanish data protection legislation, the patient's personal information cannot be provided.